Event description:
It was reported that the patient's device delivered a shock for ventricular tachycardia/ventricular fibrillation. Since that episode, the patient has heard a beeping alert coming from the device. The patient was seen after that by the physician and some programming changes were made. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.